Manufacturer narrative:
Exact date unknown, event occurred several years ago the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 18011466/18066263.

Event description:
It was reported that the patient underwent an explant procedure for unknown reason. The explanted devices were not returned. No further information has been obtained despite good faith efforts.